Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump stop feature not working on the system monitor was inconclusive (could not be confirmed) as the unit was not returned for evaluation. However, a recognized software error message and code from the system monitor was reported. Similar incidences of the failure have occurred; the failure mode is a known system monitor software issue. Per additional information, the system monitor was turned off and restarted. After the system monitor was restarted, the pump stop feature worked. The unit was kept in use by the customer - as the pump was able to be stopped after the system monitor was restarted. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor assembly (pn 101214) was built in sep2014. The system monitor (pn 1286) was received into inventory on 08oct2014. The unit was sent to the customer on 30oct2014. The unit was last serviced on 11jan2017. Per service records, the software on the system monitor had not been upgraded. So, the software on the unit was ver. 6.33. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. Setting up and initializing the system monitor for initial pump use is documented in the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev h p.5-10 - setting up and initializing the system monitor). Stopping the pump via the system monitor is documented in the heartmate ii lvas instructions for use (IFU) (rev h p.4-23 - pump stop button). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during pump preparation for implant, the perfusionist was not able to initiate the pump stop button on the system monitor. The button was held down for the required amount of time, but the timer would not count down and would only display the number 15, 81 or 82. The system monitor then spontaneously turned off and restarted. After the system monitor restarted, the perfusionist was able to engage the pump stop button appropriately, the timer counted down for the required 15 seconds and the pump stopped. The ventricular assist device (vad) coordinator exchanged the power module patient cable to eliminate one potential cause, as it was discussed that the commands may not have been sent to the system controller. This was done after the system monitor rebooted and pump prep had already been completed.